Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss was breakage of the image sensor unit or failure of the circuit board inside the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed no image when the video processor and light source were connected. The issue was found during inspection for use for a diagnostic procedure. The procedure was completed with a replacement scope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to damage on scope connector, the image was not displayed. There were few additional findings. Due to a pinhole on channel tube, water tightness was lost. Adhesive on bending section cover had a chip. Due to wear of angle wire and due to a dent on bending tube, bending angle in upward direction does not meet the standard value. Scratches were found throughout the device. Light guide cover glass was dirty. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.